Manufacturer narrative:
Philips service replaced the power supply 3ny, ny pdm in the b cabinet and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no live/reference image was available on the flexvision monitor on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.